Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test-too low which was unable to be reproduced during evaluation. Downstream occlusion alarms were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The device was found to function as designed with relation to the reported symptom. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test-(too low). There was no known patient injury or medical intervention associated with this event. No additional information is available.